Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that keypad buttons were unresponsive when pressed. At the time of the call, the patient also reported corrosion in the battery compartment. The patent stated that a few days prior to contacting animas the pump fell out of a boat and was exposed to ocean water. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.